Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was patient they have been experiencing burning sensation at pocket site for the last 2 weeks. Patient stated everything worked well for about 3-4 week and then things went downhill. Patient mentioned while sitting in the office, it was burning and becoming uncomfortable, knowing that rep was interrogating it with the tablet and such but noted it has been burning just when they are using stim normally. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) suggested turning ins off to see if burning subsides and that area may still be healing. Tss suggested physician examine site as well.